Event description:
It was reported that the pump was alarming no disposable pump won't run. The patient was instructed to stop and restart the pump. The pump was then running correctly. No further assistance was needed. No patient injury was reported.

Manufacturer narrative:
All that is known about the product is that it is a cadd but what model type is unknown. The device history report review could not be performed because a serial number was not provided by the customer. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.